Event description:
The customer reported that the insulin pump was exposed to moisture. Troubleshooting was performed. The customer stated that moisture underneath the display was observed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.